Event description:
Patient reported "I was worried because it has been recalled" and "my implants were a lot smaller and very bumpy around it, that is what raised my concern". This record is for right side. The device has been explanted.

Manufacturer narrative:
The event of visibility/palpability is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: visibility/palpability ("I was worried because it has been recalled" and "my implants were a lot smaller and very bumpy around it, that is what raised my concern").